Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead exhibited out of range high pacing impedance. No interventions or changes were performed and the patient's condition was unknown.